Event description:
A surgeon reported that four to five days following implantation of an intraocular lens (iol), the pt presented with endophthalmitis. The pt underwent vitrectomy and treatment with multiple antibiotics. A vitreous culture was negative. Improvement of the condition occurred after removal of the iol and the capsular bag. Culture of the lens and capsular material was positive for staphylococcus. Add'l info has been requested.